Event description:
It was reported that during the procedure to treat re-stenosis of an unknown stent implanted in the mildly tortuous circumflex artery, the asahi prowater guide wire was advanced into the patient without difficulty. Fluoroscopy was performed and noted a separation of coils in the tip of the device. The guide wire was removed without difficulty. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The coils were stretched for approximately 3mm at the middle brazing. There was no separation of the device. It is inferred that the tip section might be caught by the stent or the instent lesion, or some cause alike, where pull back manipulation was made to the guide wire, resulting in the coil stretch at the middle brazing. The warnings section of the instructions for use (IFU) describes: observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque a guide wire without observing corresponding movement of the tip, otherwise, the guide wire may be damaged. Separation or breakage of the guide wire is listed as one of the possible complications and adverse events.